Event description:
It was reported that the device had possible premature battery depletion. The device was explanted and replaced. No patient complica tions have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2009; 6947, implantable tachy lead, (B)(6) 2009. (B)(4).